Manufacturer narrative:
On 4/12/16 - based on the analysis, it was determined that this event be reported to the FDA. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis of the lead demonstrated a damaged insulation at a distance of some 26 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The outer conductor coil was fractured in that area. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The rv lead reverted to unipolar mode from bipolar. There were no adverse patient events reported. Should additional information be received, this file will be updated. On 4/12/2016 - based on the analysis, it was determined that this event be reported to the FDA.